Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on the baxter sps 1550 device when pt complained of severe cramping in their extremities. Hcp administered normal saline. Goal weight programmed to be removed 2500ml. Hcp reported no alarms were noted. Treatment parameters were as follows: blood flow rate 400ml/min, dialysate flow rate 700ml/min, length of treatment 3 hours 45mins. Hcp reported pt ambulated post treatment without problems.